Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was in critical override mode and error state that select med from due now windows. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was in critical override mode. A technical support specialist (tss) dialled into 6w and found that the time zone was set to pst (pacific standard time). Then the tss tried to connect with the customer to verify time zone, but the customer was unreachable. Further, as per checking, from station 6e and 6c each station was set up to cst (central standard time). Then the fse followed the steps as per knowledge article (ka) ¿bogus critical override icon on station¿. Then rebooted the station, but time was incorrect, so the fse changed the timing and rebooted back which resolved the issue. The system functioned as intended after the technical support specialist troubleshoots the device.